Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the reported event occurred due to the use of excessive force by the customer. Olympus will continue to monitor field performance for this device.

Event description:
The field service engineer (fse) reported to olympus on behalf of customer that the telescope "oes elite", 4 mm, 30°, hd, autoclavable had the eyepiece component loosen out from the body part. The issue was found during reprocessing. The fse checked onsite and confirmed the issue and the device was sent to the repair center. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the eye piece was loose. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.